Event description:
The casper retractor ¿broke¿ while it was in use. The instrument had been cleaned and processed according to manufacturer instructions. There was no other description of exactly what happened. Staff reporting the issue stated that the provider inspected the broken item and the surgical wound; no fragments were found. Another retractor set was brought into the room and used for the rest of the case. There was no harm to the patient and no harm to the staff. The patient was a middle-aged female. No weight was included in the report. She had a left cervical 5¿7-disc herniation with radiculopathy, cervical 5-6 spinal stenosis, cervical disc disorder at cervical 5-6 level with radiculopathy.